Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. The reported event of the mobile power unit (mpu) being dirty was not confirmed as no product was returned. On 18oct2025, the log file captured multiple low voltage hazard and no external power events due to a loss of ac power while connected to the mobile power unit (mpu). The alarms resolved each time power was restored to the system. The backup battery supported the system during these events without issue. The pump appeared to operate as intended throughout the reported event date. The provided information indicated it is unknown if the ac power cord came loose from the wall outlet or the back of the unit, and if a v-lock was in use. There were no reported environmental circumstances that would have affected ac power at the time of the event, and the mpu was exchanged and disposed of. Root causes for the reported events were not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had issues while connected to the mobile power unit (mpu). The patient reported outlets in homework. Log files were sent for review. The event log captured low voltage hazard events while using the mpu from the beginning of the data capture on (B)(6) 2025 at 13:52 and continued for several seconds, resolved and then further low voltage hazard events were noted. This occurred for a duration of about 35 seconds. There were also no external power events on (B)(6) 2025 at 13:53 due to both power leads disconnected when switching power source from mpu to battery power. During the voltage hazard events the emergency backup battery (ebb) was in use and the black power lead showed no relative state of charge (rsoc) voltage meaning that it was possibly disconnected and running off of the white power lead only.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the mpu appeared to be very dirty. It also appeared that patient was showering. The mpu was exchanged and removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.